Event description:
It was reported that the day after implant, they thought the patient was in baclofen withdrawal; on (B)(6) 2013, the patient had symptoms of shaking, fever, and a decreased mental status. The symptom of pruritus was difficult to ascertain. There were no known pump alarms. The pump was delivering baclofen. It was later reported that the new pump was implanted at 9am. The patient started having symptoms the next day at 11am. The patient had chills, ¿low tachycardia¿ and the patient¿s pulse and blood pressure began to increase. The patient was given an injection of baclofen and that didn¿t seem to be helping much. It was noted that during the pump replacement, the catheter placement looked good; there were a few drops of backflow and placement was confirmed with a dye study prior to being connected to the new pump. A priming bolus was done on the back table and the programming was set up exactly as before the replacement. The pump was delivering lioresal (2000 mcg/ml at 220 mcg/day); it was calculated that based on the rate, it would take just under 31 hours to fill up the catheter. The catheter volume had been estimated from the patient¿s first pump; taking a full length of catheter into account it would take just under 43 hours for the catheter to fill with drug. It was noted that only a ¿couple drops¿ of medication was all that it would take to empty the catheter. A 50 mcg bolus was given and the patient calmed down; the patient was also given ativan, so it was hard to know if it was from the bolus or not. It was later reported on (B)(6) 2013 that the patient had been intubated the day of the incident due to the baclofen withdrawal. The patient was given 2 ativan, ¿20 baclofen via IV¿ and a 50 mcg bolus via the pump. The patient calmed down somewhat, but they did not know from what. They determined that the catheter would be filled by ¿5¿, but the patient was not able to be taken off the vent. They thought he should have been improved and were planning to extubate him (B)(6) 2013, but his condition had not changed (respiratory depression) so he was still intubated. They were now researching the pharmacy for a lot and kit number to make sure that the pump was not filled with 500 mcg/ml baclofen. When the pump was replaced, the existing catheter connector looked good, so the existing connector was used. No dye study had been done since implant. Surgery was planned for (B)(6) 2013; they were going to replace the old pump connector with a new sutureless pump connector. It was later reported that the connector was removed and replaced with a sutureless connector; 2.5cc were aspirated through the cap (catheter access port) after connection. A 354 mcg bolus was going to be programmed; this included the 69.2cm for the catheter and a 50 mcg bolus. It was calculated that if the catheter was full length catheter, after the bolus, and based on the programmed rate, the patient would have to wait 6.6 hours for the drug to reach the catheter tip. They were planning to keep the patient in the hospital overnight. It was noted that when the old 40 degree pump connector was removed, there seemed to be a small pool of fluid. The pump was emptied of the drug that was in it and the pump was refilled with fresh 2000 mcg/ml. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the pump was interrogated and the settings were correct. The cause of the event was noted to be that the catheter was disconnected at the pump. The patient also had rigidity during the event and was treated with oral baclofen. The pump was delivering lioresal. The patient was currently having no issues.

Manufacturer narrative:
Product ID: 8709, lot# l79088, implanted: (B)(6) 2001, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).